Event description:
It was reported to olympus that the teflon pad was damaged. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the surface of the teflon jaw sustained burned mark. It was observed that the outer sheath of the insertion section was loose and buckled. The investigation attributed this to an excessive force used to insert and withdraw the device from the trocar.